Manufacturer narrative:
Device received compromised force sensor system alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform basic occlusion test, occlusion test, compromised force sensor system test, excessive no delivery test due to compromised force sensor system alarm. However, device it passed rewind test and displacement test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was squirting out insulin during priming. The customer's blood glucose level was unknown. The customer reported that the insulin pump had a compromised force sensor system alarms after rewinding. The customer stated they were unable to exit the preparing to prime loop. The customer stated the drive support cap was sticking out. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.